Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced gastrointestinal bleed and dark stools on (B)(6) 2018. The patient had undergone fecal dis-impaction on (B)(6) 2018 and was noted to have a drop in their hematocrit. The patient underwent esophagogastroduodenoscopy (egd) which identified and treated an arteriovenous malformation (avm) in the third and fourth portion of the duodenum. The lesion was treated with cautery, epinephrine, and a clip. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complicated post-operative course related to bleeding issues which included epistaxis, gastrointestinal bleeding, and hematuria. The patient had an extended stay with several complications including development of arteriovenous malformation requiring intervention by the gastroenterologist.